Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown - unknown lcck wedged tibial plate - unknown; unknown - unknown lcck femur size f - unknown; unknown - unknown lcck 12mm liner - unknown; unknown - palacos cement - unknown. The reported event was identified during review of a journal article: chihab, et al. Trunnion failure in revision total knee arthroplasty https://doi.org/10.1016/j.artd.2021.01.003. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: right total knee arthroplasty with fracture of the tibial stem junction as well as evidence of loosening and possible subsidence of the proximal tibial component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00803.

Event description:
It was reported in a journal article that was retrieved from arthroplasty today (2021), that a study from the united states looked at two case studies in which the revision prosthesis failed. The purpose of the study was to report two cases of modular junction failure in posterior stabilized constrained revision total knee arthroplasty. The study reviewed 2 patients revised with an lcck total knee. The study reported a (B)(6) year-old morbidly obese male underwent a right total knee arthroplasty approximately 10 years ago in (B)(6) with unknown product. Subsequently, the patient was revised approximately 4 years later due to loosening during which an lcck was placed with palacos cement. About 4 years later, the patient began complaining of right knee pain which acutely worsened after a fall the following year. Radiographs performed at the time revealed a loose tibial component, mechanical failure at his tibial stem junction with breakage, osteolysis, and bone loss at the proximal tibia. The patient was again revised on an unknown date. During the revision, it was noted that the tibial baseplate was grossly loose, and the stem had broken at the trunnion. All tibial and femoral components were replaced without complication. The surgical technique was followed. Attempts have been made and additional information on the reported event is unavailable at this time.